Event description:
It was reported that patient was revised on a hip due to dislocation. Stem dislocated from femoral head. Neck junction had demonstrated wear.

Manufacturer narrative:
An event regarding disassociation involving a metal head was reported. The event was confirmed. Method & results: the device was returned for evaluation. The articulating side showed minor scratching, the female taper side showed a lot of damage due to the abrasion between the stem and head. It was quite worn from the rotational abrasion a material analysis report concluded that: "the head was rotating on the trunnion of the stem causing the wear observed. Nothing could be learned of why the taper junction unlocked allowing the head to rotate on the stem. No material or manufacturing defects were observed on the surfaces examined." Insufficient information was received for review with a clinical consultant. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. Conclusions: a material analysis was performed and determined that no material or manufacturing issues were observed on the surfaces evaluated. The material analysis concluded that nothing could be learned of why the taper junction unlocked allowing the head to rotate on the stem. Additional information, including operative reports, progress notes and x-rays are however needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Event description:
It was reported that patient was revised on a hip due to dislocation. Stem dislocated from femoral head. Neck junction had demonstrated wear.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown head. A supplemental report will be submitted upon completion of the investigation.